Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced higher than usual pump power. Three days later, the pump power was much lower and the following day the pump stopped. It was reported that multiple speed stops occurred. The hospital staff thought that the pt might be removing power as she was not able to be taught about the device; the family had been trained. The hospital staff planned to remove the pump w/o replacing it; however, the pt was too ill to perform any surgical intervention at that time. Per add'l info rec'd, the pt expired on (B)(6) 2010.

Manufacturer narrative:
The MFR was unable to conclusively determine the reported event as the device was not explanted from the pt, and therefore, was not returned to the MFR for eval. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.